Manufacturer narrative:
This device used for treatment and not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the ao/asif specification and with the international standard. The drill bit was broken due to mechanical overloading during use and assumes that heavy leadings in lateral direction may cause the breakage. It appears that the drill bit was jammed and therefore the torque was extremely high. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient was treated for a distal humerus fracture. After the surgeon fixed the locking compression distal humerus plate, dorsolateral with support (five holes) by cortex screws, he set the threaded drill guide over the guiding block on the distal hole and drilled. When the surgeon withdrew the drill bit from the threaded drill guide, the drill bit was broken and dropped on the floor. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.